Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor, performed continuity resistance test and sensor passed per specifications. In addition, performed bicarbonate buffer test and sensor passed with accurate readings.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 40, blood glucose reading 136 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.